Manufacturer narrative:
It was reported that this valve was explanted due to severe aortic insufficiency and aortic stenosis. The operative report indicates the bioprosthetic valve had limited excursion of the leaflets with very limited opening or closure of the valve. The device was replaced with another edwards bioprosthetic valve. The patient tolerated the procedure well. The device was not returned for evaluation; therefore, the root cause of this event could not be confirmed. The reported findings are suggestive of structural valve deterioration (svd). Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. No further actions are possible with the available information. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received information that a bioprosthetic aortic valve, implanted approximately eleven (11) years and nine (9) months, was explanted due to unknown reasons. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received.

Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.